Event description:
It was reported by the attorney that the plaintiff underwent a surgery in 1994 where vicryl sutures were used. The attorney is alleging that the plaintiff sustained injuries due to the sutures used. No other info was provided.